Event description:
It was reported to the MFR by the importer of the device that an incident occurred involving a voyager portable cassette. Resident was being transferred from her bed to her wheelchair. Two aides front and in back of her raised her off of the bed about 3 feet off of the floor, when they cleared the bed in between the bed and the wheelchair the carabineer hook disconnected from the reacher bar. Resulting in the lift/pt falling to the floor. The aide was able to deflect the lift to land on the bed. The resident hit the floor fracturing her right heel and her head landed on the aides foot. Afterward staff called the ambulance and rushed her to (B)(6) hospital. Lift was removed from service.

Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh (B)(4) on behalf of the MFR arjohuntleigh (B)(4). The eval of the device of date has been carried out by a rep of the MFR's sales and service unit subsidiary division, not a direct employee of the MFR. Add'l info will be provided following the conclusion of the MFR's investigation.